Event description:
It was reported that the sheath was placed on 10/29/97 by cardiac anesthesia in a pt with unstable angina. On 10/30/97 the pt was moved to a monitored stepdown unit with the sheath still in place. At 6:45 am the cardiac monitor alarmed and the pt was found in a pool of blood. It is alleged that the sheath disconnected from the hemostasis valve. The pt expired.